Manufacturer narrative:
The customer evaluated the device, verified the malfunction. The covidien technical service engineer (tse) troubleshot the issue with the customer, and suggested to replace the liquid crystal display (lcd) display cable, which resolved the issue. (B)(4).

Event description:
It was reported by a customer in (B)(6) that the e360 ventilator experienced a malfunction after 30 minutes of being logged on. It was reported that the graphic user interface (gui) screen display became erratic, although the external monitor display was normal. There was no patient involvement.